Manufacturer narrative:
Per additional information received on july 16th, 2020, as a result of left side deflation, patient underwent bilateral removal and replacements as follow right replaced with cat#:3503500, sn#: (B)(6), and left replaced with cat#: 3503500, sn#: (B)(6). Correction: right device identity was reported incorrectly on initial report. The correct device information is as follow: cat#:3503420, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30th, 2020 additional information received, indicates that the patient scheduled for removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor smooth round high profile 420cc saline breast implant, cat#:3503420, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implant. Health care professional states back on (B)(6) 2018 the patient had a needle biopsy and after that the implant started deflating. Patient saw doctor on (B)(6) 2019 and deflation confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 31 2020: during visual evaluation an area of missing material was observed on the anterior view, measuring approximately 1.7 cm x 0.8 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿After clinical/secondary review of this file performed on 03/05/20, it was decided to remove anisomastia from patient code and add code chest injury to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).